Event description:
It was reported that this inflatable penile prosthesis was not working properly due to a fluid loss. A surgical procedure was performed, during which a tear in the connecting tube between the pump and the reservoir was noted. All components were removed and replaced. There were no patient complications.